Event description:
Customer's meter allegedly not starting a test. They did not report any symptoms. They did take their oral medication (s) for diabetes. There was no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting and the meter did not start. The meter and the test strips were replaced due to an unresolved issue.